Event description:
Customer reported that automatic quality control(aqc) was not run on the instrument for 24 hours. Customer also reported that 15 patient samples were run during this timeframe. There was no report of injury due to this event.

Manufacturer narrative:
The customer should not run patient samples when automatic quality control(aqc) was disabled on the instrument. Customer indicated that none of the patient results were questioned and the results were consistent with all of the patients' conditions. Customer reselected the aqc on the instrument. The event has occurred due to an operator error. The instrument is performing as intended.